Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with dizzy spells. The right ventricular lead was exhibiting low impedance and noise and the right atrial lead was exhibiting noise. The noise on both leads was reproduced with arm movements. Both leads were capped and replaced on (B)(6) 2017 and the patient left the procedure in good condition and will be followed normally.